Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, clonidine and bupivacaine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported that in the (B)(6) 2016 the patient had three back surgeries due to preexisting fusion rods in their spine. At the last surgery in (B)(6) 2016 the physician pulled the catheter out of the spine with the tools when doing back surgery to fix the rods. The patient went through depression and was eating ice cream and was unable to exercise. The patient was down from (B)(6) lbs to (B)(6) lbs. The pump was replaced (B)(6) 2016 due to longevity. The catheter was replaced when pump was changed due to longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.